Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use and when using the trial tray we noticed the spring come off and the screw come loose. There were fragments, parts, or pieces that fell into the patient. Everything was removed. There was a surgical delay/prolongation; however, the patient did not experience any adverse events as a result of the surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Images received. Sales rep was unable to obtain x-rays. The device will be return.